Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), genital haemorrhage ("heavy and irregular bleeding"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("miscarriage") in a 35-year-old female patient (gravida 4, para 3) who had essure (batch no. 625979) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2008. The patient's past medical history included parity 3 ( (B)(6) 1998, (B)(6) 1998 and (B)(6) 2007) and twin pregnancy ( (B)(6) 1998, (B)(6) 1998). Concurrent conditions included ovarian cyst (corpus luteal cyst of right ovary). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 for birth control and norethisterone (micronor) from (B)(6) 2008 for contraception. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and dyspareunia ("dyspareunia"). On (B)(6) 2009, 1 year 10 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy (full)), surgery (ablation ( (B)(6) 2009)) and surgery (suction dilation and curettage). Essure was removed. At the time of the report, the fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, weight increased, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per pfs: she had underwent essure (or any part of the device) removal. Per mr: operation: hysteroscopy bilateral essure placement. Procedure: both tubes were identified and both tubes were easily cannulated with the essure device with 3 to 4 coils being exposed each side. The procedure was terminated. She tolerated the procedure well. Diagnostic results: on (B)(6) 2008, hysterosalpingogram revealed the left fallopian tube is occluded by the essure stent and essure stent identified on the right but the right fallopian tube is patent. (B)(6) 2009, trans abdominal and trans vaginal sonogram revealed miscarriage/abortion. (B)(6) 2009, trans abdominal and trans vaginal sonogram revealed antepartum complication of pregnancy. Most recent follow-up information incorporated above includes: on 27-mar-2018: reporter information was added. This case concerns 35 year old patient. Pregnancy outcome was updated. Her historical/concurrent condition was added. Lab data was added. Essure indication was amended. Essure lot number was added. Essure removal detail was updated. Concomitant medication was added. Following events: pregnancy with contraceptive device (previously reported as ectopic pregnancy), perforation (fallopian tube), miscarriage and abnormal bleeding (vaginal/ menorrhagia) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), genital haemorrhage ("heavy and irregular bleeding"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("miscarriage") in a 35-year-old female patient (gravida 4, para 3) who had essure (batch no. 625979) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2008. The patient's past medical history included parity 3 ((B)(6) 1998, (B)(6) 1998 and (B)(6) 2007) and twin pregnancy ((B)(6) 1998, (B)(6) 1998). Concurrent conditions included ovarian cyst (corpus luteal cyst of right ovary). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2008 for birth control and norethisterone (micronor) from (B)(6) 2008 to (B)(6) 2008 for contraception. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, 1 year 10 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full)), surgery (ablation ((B)(6) 2009)) and surgery (suction dilation and curettage). Essure was removed in (B)(6) 2009. At the time of the report, the fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, weight increased, dyspareunia, vaginal haemorrhage and menorrhagia had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per pfs: she had underwent essure (or any part of the device) removal. Per mr: operation: hysteroscopy bilateral essure placement. Procedure: both tubes were identified and both tubes were easily cannulated with the essure device with 3 to 4 coils being exposed each side. The procedure was terminated. She tolerated the procedure well. Diagnostic results: on (B)(6) 2008, hysterosalpingogram revealed the left fallopian tube is occluded by the essure stent and essure stent identified on the right but the right fallopian tube is patent. (B)(6) 2009, trans abdominal and trans vaginal sonogram revealed miscarriage/abortion. (B)(6) 2009, trans abdominal and trans vaginal sonogram revealed antepartum complication of pregnancy. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received - outcome were added as not recovered for all the events. Event onset date were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), genital haemorrhage ("heavy and irregular bleeding"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("miscarriage") in a 35-year-old female patient (gravida 4, para 3) who had essure (batch no. 625979) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2008. The patient's past medical history included parity 3 ((B)(6) 1998, (B)(6) 1998 and (B)(6) 2007) and twin pregnancy ((B)(6) 1998, (B)(6) 1998). Concurrent conditions included ovarian cyst (corpus luteal cyst of right ovary). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2008 for birth control and norethisterone (micronor) from (B)(6) 2008 to (B)(6) 2008 for contraception. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, 1 year 10 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full)), surgery (ablation ((B)(6) 2009)) and surgery (suction dilation and curettage). Essure was removed in (B)(6) 2009. At the time of the report, the fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, weight increased, dyspareunia, vaginal haemorrhage and menorrhagia had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per pfs: she had underwent essure (or any part of the device) removal. Per mr: operation: hysteroscopy bilateral essure placement. Procedure: both tubes were identified and both tubes were easily cannulated with the essure device with 3 to 4 coils being exposed each side. The procedure was terminated. She tolerated the procedure well. Diagnostic results: on (B)(6) 2008, hysterosalpingogram revealed the left fallopian tube is occluded by the essure stent and essure stent identified on the right but the right fallopian tube is patent. (B)(6) 2009, trans abdominal and trans vaginal sonogram revealed miscarriage/abortion. (B)(6) 2009, trans abdominal and trans vaginal sonogram revealed antepartum complication of pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), genital haemorrhage ('heavy and irregular bleeding') and abortion spontaneous ('miscarriage') in a 57-year-old female patient who had essure (batch no. 625979) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2008. The patient's medical history included parity 3 ((B)(6) 1998, (B)(6) 1998 and (B)(6) 2007), twin pregnancy ((B)(6) 1998, (B)(6) 1998) and pneumonia. Concurrent conditions included ovarian cyst (corpus luteal cyst of right ovary). Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2008 for birth control and norethisterone (micronor) from (B)(6) 2008 for contraception. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert") and experienced abortion spontaneous (seriousness criterion medically significant), 1 year 10 months after insertion of essure. The patient was treated with levofloxacin (levaquin) and surgery (ablation ((B)(6) 2009), hysterectomy (full) and suction dilation and curettage). Essure was removed in (B)(6) 2009. At the time of the report, the fallopian tube perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, weight increased, dyspareunia, vaginal haemorrhage and heavy menstrual bleeding had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dyspareunia, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per pfs: she had underwent essure (or any part of the device) removal. Per mr: operation: hysteroscopy bilateral essure placement. Procedure: both tubes were identified and both tubes were easily cannulated with the essure device with 3 to 4 coils being exposed each side. The procedure was terminated. She tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: unknown. Diagnostic results: on (B)(6) 2008, hysterosalpingogram revealed the left fallopian tube is occluded by the essure stent and essure stent identified on the right but the right fallopian tube is patent. (B)(6) 2009, trans abdominal and trans vaginal sonogram revealed miscarriage/abortion. (B)(6) 2009, trans abdominal and trans vaginal sonogram revealed antepartum complication of pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received- new reporter, treatment drug , medical history were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain") and dyspareunia ("dyspareunia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (in or around 2015, plaintiff underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, weight increased and dyspareunia outcome was unknown. The reporter considered dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.